Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that the display was discolored. Unrelated to the display issue, investigation revealed that the keypad cover was peeling. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. This report is made based on results of investigation completed on (B)(6) 2015.